Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air water cylinder, the air water tube, and the jet tube. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It is possible the foreign material could be from the use of simethicone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.